Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic presented in-clinic for a follow-up, post-paced t-wave oversensing on the ventricular channel was observed on a stored egm. Programming changes were made. The device remains implanted.

Event description:
New information received states new instances of post-paced t-wave oversensing were observed from the most recent merlin transmission. The recommended programming changes were not yet completed. The patient will be monitored and will be seen in august. The patient left in good condition.